Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. It was mentioned that the patient has been admitted in the hospital one month ago because of chest pain and anxiety, this was not related to the device. The medication was changed, and it is suspected that this change of medication also had an effect on the fluid balance of the patient. Technical services (ts) recommended to continue monitoring with closer follow up schedules or latitude. There were not signs for lead impairment, and it is most likely a physiological effect. This rv lead remains in service. No adverse patient effects were reported.